Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient believed their device was malfunctioning, patient could not control bladder any longer and their bowels move almost constantly and this was horrific. The patient indicators for use were gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.